Manufacturer narrative:
H3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the visual evaluation, two fiber fragments were detected at approximately 310°, with the dialysate ports situated at 0°, on the cavity ID end. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, two potted fiber fragments were noted to be right next each other and measured approximately 2.88mm and 1.91mm in length, respectively, above the polyurethane (pu) cut surface. An opposing end for either fragment was not identified. There was no other damage or irregularities noted. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint addressed an internal blood leak (no sample). A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Event description:
A user facility clinical coordinator reported while treating a hemodialysis (hd) patient, the hemodialysis machine detected a blood leak. The patient continued treatment after replacing dialyzer with no other issues, and the patient was not medically affected. The dialyzer was available to be returned for manufacturer evaluation. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical coordinator reported while treating a hemodialysis (hd) patient, the hemodialysis machine detected a blood leak. The patient continued treatment after replacing dialyzer with no other issues, and the patient was not medically affected. The dialyzer was available to be returned for manufacturer evaluation. Additional information was requested but was not received to date.